Event description:
Debris was found in a bd 1ml insulin u-100 syringe while a technician was drawing up insulin. While researching the issue, it was found to have a defect at the end of the barrel. The defect was also found in 3 other syringes with the same lot number.